Event description:
On (B) (6), 2010, the pt underwent a wrist arthroscopy using a microcaps wand. When the procedure was over, it was noticed that the pt had sustained a second-degree burn 1.5 centimeters in size around the indication. The burn was treated with a salve dressing and is healing without any complications.

Manufacturer narrative:
The device is returning to arthrocare for investigation. A follow-up report will be provided once the device investigation and lot history review are completed.